Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image was found to be flickering when both switch #1 and #3 were checked due to a faulty charge-coupled device (ccd). Also, during the evaluation, the water leak test was failed due a pinhole in the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Company representative, on behalf of the customer, reported to olympus that during reprocessing after an unspecified procedure, the hd autoclavable camera head displayed a image/picture that was going in and out. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty charge-coupled device (ccd). Additionally, it¿s likely water entered from the pin hole on the cable and caused the ccd failure. However, a final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.